Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Bubbles and voids in the gel observed after autoclave cycle, base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.